Event description:
Additional information received indicated the ble issue was resolved via a ble reset. There were no patient consequences reported.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss and inappropriately reset. Both issues were resolved successfully via troubleshooting steps provided by the technical services (tse) department. There were no patient consequences reported.